Event description:
On (B)(6) 2025, intera oncology was notified that a nurse injected 40 cc of heparinized saline into pump and discharged the patient home. The nurse mentioned she went in to show a fellow nurse their first refill and was distracted. She pushed 10 cc of saline into the pump, clamped the pump and did not remove the saline. She then put the full 30 cc of heparinized saline with 20 mg of dexamethasone into the pump with the 5 in 1 out process until it was complete. She noted there was no puffiness at the pump site or leaking from the skin to indicate she was in subcutaneous space. The patient was discharged home. After that, she realized and called the intera oncology clinical call line. The nurse mentioned the patient had 13 ml of residual, so the flow rate was 1.21 ml/day which was normal for this patient. As this scenario required clinical discretion from the physician, the nurse directed our representative to speak with the medical oncologist's nurse. Our representative reviewed the potential of the drugs being in subcutaneous space vs pump and potential sequelae of each. The medical oncologist's nurse was going to discuss it with the medical oncologist but planned to try to get the patient back to the clinic on (B)(6) 2025, to refill the pump correctly. Our representative received a follow-up call from the medical oncologist's nurse. They brought the patient back and removed 38.5 ml residual from the pump. The pump was refilled with 30 ml total volume with IFU listed technique. The patient was without pain, changes to vitals, or other signs of discomfort. On (B)(6) 2025, the hai pump was accessed without complications. The patient's volume removed was 14 for a rate of 1.14ml/day which is within the variance for the ordered rate of 1.3ml/day. Heparin 30,000units/decadron 15mg (30ml) administered without complications.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The root cause for the pump overfill is use error due to nurse mentioning she was distracted. Intera oncology has offered additional trainings to the clinic and to date a response has not been received.